Event description:
The pt was admitted to a long term care facility on 9/16/96, in a terminal condition. Pt was receiving morphine IV the pump at a rate of 0.2 ml/hr, concentration was 1 mg/ml. Infusion was initiated at 2300 hrs on 9/16/96. Exact time not provided, and pt's son is claiming the death was due to an overinfusion via the pump. The pharmacist from the facility supplying the pump and medication, felt that the pump was infusion at the programmed rate as she recalls nursing personnel calling the pharmacy several times stating the residual volume screen was not showing the volume going down. At the rate programmed it would take 5 hrs for the screen to register a lml decrease. The pt's body was released to a funeral home after her death and according to the administrator of the care facility there were no arrangements to perform an autopsy. The administor stated the pt's son claimed there was an autopsy, and the son had it arranged to do an independent autopsy but no report of the findings were given by the son. It was reported that the death certificate, which had originally been left blank, now read death due to arteriosclerotic and valvular heart disease. Although no health care professional has alleged the death was due to an overinfusion, it was decided by all medical parties involved that the pump be tested at an independent facility.